Manufacturer narrative:
The field service engineer (fse) found that a quick disconnect tubing was disconnected, causing the probe wash collar to leak diluent and blood. The fse replaced differential mixing chamber and performed conductivity matching procedure to improve differential results. The results met published performance specifications. The root cause for this event was attributed to the quick disconnect (B)(4) that was disconnected. (B)(4).

Event description:
A customer reported that the probe wipe on unicel dxh 800 coulter cellular analysis system was leaking onto specimen caps. The customer was advised to use proper ppe before troubleshooting. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, but it is readily available. There was no death, injury or change to patient treatment attributed or connected to this complaint.